Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose of 22.5 mmol/l. Customer stated that insulin pump shutting on and off. Customer mentioned that battery cap had wear and tear on the side of the battery cap. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will not be returned for analysis.